Event description:
This patient was undergoing coil embolization within the gastro duodenal artery aneurysm. There was moderate calcification and heavy vessel tortuosity. A continuous flush was maintained through the microcatheter (mc). The access site was from superior mesenteric artery. Although the physician tried to place the first boston scientific coil, he found the coil size didn't match the lesion. This coil was withdrawn and a different size coil was placed. When attempting to advance the first coil (boston scientific), it was reported the coil lock came off, detached, and the coil remained into the mc. He pushed the coil with the gw, but the coil got stuck into the mc. The coil and mc was removed as one unit from patient's vessel. The procedure was completed with a new product. There was no adverse consequence to the patient.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete.